Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) falsely stored atrial tachy response (atr) events due to far field sensing of ventricular sensing and ventricular pacing on the right atrial (ra) channel. Technical services (ts) was consulted and helped with reprogramming the device. This crt-d remains in service and no adverse patient effects were reported.